Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review the right atrial and right ventricular leads exhibited noise which triggered high ventricular rate episodes. No intervention was reported. The patient was stable throughout.